Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was found to have reached premature battery depletion during warranty time and could not pace normally. An external pulse generator (epg) was temporarily in use, and the ipg was subsequently explanted and replaced. No patient complications have been reported as a result of this event.